Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, patient underwent CT guided aspiration on (B)(6) 2019, wherein the fluid was removed from the pocket site. Therapy was restored and issue was resolved postoperatively.